Event description:
It is reported that the device was implanted in 1997. At a follow-up appointment in 2007, there is approximately 4mm polywear. It is unknown if a revision surgery is scheduled.

Manufacturer narrative:
Evaluation summary: it appears that the alleged complaint of 4mm poly-wear was on a device that had been implanted for about 10 years. The patient was approximately 52 years of age at the first surgery. No information was provided in regards to the patient's activity level or scheduled revision surgery. Cause cannot be definitively determined. No product was returned. Reviewed of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.